Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary problems, bowel problems, emotional distress and product problem. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - 305. Ams intexen-porcine dermis -302. Ams monarc sling system - 1. Unknown sling system - 2.